Event description:
It was reported that during a ptca procedure, the balloon was slow to deflate. A syringe was used to deflate the balloon and remove without incident. No pt injuries or complications occurred.